Event description:
(B)(6) 2008 lumbar fusion depomedrol 40 mgl/ml with gelfoam, marcaine with epinephrine, proph ceferolin, thromin, sodium chloride. Dates of use: (B)(6) 2008. Diagnosis or reason for use: lumbar fusion l4-5; 3 epidurals 1 nerve block all 2008 (B)(6), used in lumbar fusion surgery (B)(6) 2008.